Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the release buttons on top of the small battery device were stuck sometimes. There were no delays to the surgical procedure as original device was used to complete the surgery successfully. There was veterinary patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The reporter indicated that the event occurred during (B)(6) 2014. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is pending evaluation. Once reliability engineering evaluated the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.